Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: excision of mediastinal lesion and thoracoscopy. According to the reporter: an I-drive was used with this reload for azygos vein. A short sound was heard from the handle when a surgeon pressed a green button and a blue button. Therefore, the handle did not advance. Another was opened and there was no further incident. The last known patient status: good. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during a thoracoscopy procedure, the instrument did not fire and made a strange noise. Visual examination of the staple cartridge noted that the reload was partially fired to the 2 cm cut line. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.